Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an insulin flow alarm on (B)(6) 2025 due to blockage in tubing. No further information available.